Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). For product information received. Depuy synthes has been informed that the lot number is not available. If additional information is received, d follow-up medwatch will be filed as appropriate this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The end snapped off of the chisel.

Manufacturer narrative:
(B)(4). Examination of the submitted device confirmed the tip has broken off. The root cause is attributed to user error/technique. The tip of the chisel was loaded beyond the material limit resulting in mixed mode ductile and brittle overload of the material and fracture. No evidence was found indicating product error was a contributing factor to the device breakage and the need for corrective action was not indicated. Monitor complaints through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.